Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional leg stenting procedure. Reportedly, the proglide worked properly through retrieving the plunger and closing the footplate; however, during removal of the device, it became stuck in the vessel at the area of the o-ring on the guide. After attempts to remove the device, the suture was cut and the proglide was removed without issue. A 7f sheath was inserted with a bit of bleeding seen around the sheath. Imagining did not reveal vessel damage. Another proglide device was used to achieve hemostasis; the access site was dry after 10 minutes. A femostop was also used only as a precaution. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. However, factors that may contribute to the device becoming stuck in the vessel include, but are not limited to, manufacturing, tissue or suture caught in foot or user technique. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.